Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right ventricular lead was surgically abandoned and replaced due to physical insulation damaged leading to out of range low pacing impedances, noise and oversensing. Patient was also prescribed with antibiotics and follow-up was increased. No additional adverse patient effects were reported.